Event description:
It was reported that a patient was implanted with a prodisc c device in 2007 at the c5/6 level. The pdc was removed on (B)(6) 2023 and the patient was fused. No reason for the removal or patient symptoms were provided.

Manufacturer narrative:
Several attempts were made unsuccessfully to collect more information on this case. All that is known is that a patient was implanted with a prodisc c device in 2007 at the c5/6 level. The pdc was removed on (B)(6) 2023 and the patient was fused. No reason for the removal or patient symptoms were provided. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant will be evaluated by exponent following their approved device evaluation protocol. The report will be generated under pdc-rd-0059. It was confirmed that a removal took place but a reason for the removal was not provided. No other anomalies associated with the complaint were found during the investigation. The reason for removal is unknown. The submission is 1 of 1 devices involved in this event.